Event description:
The customer obtained a non reproducible higher than expected vitros trop I es results from a patient sample when processed on the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results was reported out of the laboratory and a corrected report were issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non reproducible falsely elevated trop I es result occurred on a patient sample when processed on the vitros eci immunodiagnostic system. The vitros eci immunodiagnostic system required servicing due to an intermittent issue (well wash system). In addition, the investigation determined that the samples in question was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The root cause of the event is unknown. The possibility that poor sample processing or an analyzer related event had contributed to the results could not be ruled out.